Event description:
It was reported that the patient was experiencing a medication reaction. Reporter stated that the healthcare provider (hcp) was still adjusting the patient's medication. The patient was receiving pain relief, however experiencing "dizziness, and feeling sick". It was later reported that the hcp changed the patient to dilaudid from morphine because of the dizziness. Approximately 28 days later on (B)(6), following a bridge bolus and medication change back to morphine, the patient was feeling profound dizziness, making the patient feel "he couldn't walk safely", along with urinary retention. At that time the patient was hospitalized. The patient's symptoms improved; however still present were some dizziness and nausea. The reporter stated that immediately following the medication change and bridge bolus, the patient felt dizzy and nausea. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8840, lot#/serial# unknown, product type programmer, physician product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).